Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced elevated blood glucose levels of 400 mg/dl with large ketones. Reportedly, the healthcare provider classified the ketones as life-threatening. The customer changed the site and delivered a correction bolus in an attempt to resolve the issue. Subsequently, the customer went to the emergency room (ER) for treatment. Intravenous (IV) therapy was administered and the customer remained on the pump. Subsequently, the customer was hospitalized. The customer reported a bg level of 608 mg/dl. Potassium and insulin drip were administered. IV therapy continued to be administered. Reportedly, treatment resolved the issue and the customer was discharged on (B)(6) 2018.